Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a malfunction alarm intermittently occurred. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time. The customer reverted to a backup insulin pump for insulin therapy. Customer¿s blood glucose level ranged from 300-330 mg/dl.